Event description:
It was reported that a social media post was made by a patient that he was unable to walk for three days during the trial period. He states that the leads were explanted but he is worse now than he was prior to the trial. No other information is available.